Event description:
It was reported that fluoroscopy revealed the left ventricular lead had dislodged. The lead was successfully repositioned. The patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(4).